Event description:
A malfunction alarm was reported on the pump. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, with the specific value displaying as "high." The customer took no immediate action to address high blood glucose at the time of the report. Technical support assisted the customer in resetting the pump and confirmed a replacement pump would be sent, which includes updated software. Instructions were provided for using the new pump and returning the faulty one. There was acknowledgment of these instructions by the customer, who would continue using the current pump as backup therapy until the replacement arrives.